Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "low-shaky, sweaty". The pt's family member reported that the pt was not able to test on the meter. The meter allegedly was prompting "error 2" when "m" button was pressed and would not power on with a strip. There was no result obtained on the pt's meter. There was no result documented from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. No further info has been reported.